Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer did not observe thermal damage or arcing on reported 8mm fenestrated bipolar forceps instrument. Patient did not experience any injury or adverse event during or after the surgical procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mmfenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have a broken conductor wire near the yaw pulley. The conductor wire was exposed and the instrument failed an electrical continuity test. Additionally, the instrument was found to have thermal damage near the yaw pulley along with an exposed electrode at the grip base. Annex g was updated to include failure analysis findings.

Event description:
Refer to h11 for follow-up information.